Event description:
A customer contacted beckman coulter inc. (Bci) regarding an incident where the tech cut her hand with a broken capillary tube while working with pt samples on the icon mono kit. The tech was wearing gloves at the time of breakage. She did not need to seek medical attention. There is no reported effect to pt or user.

Manufacturer narrative:
No other add'l info is available for this event.